Event description:
The recipient is reportedly experiencing pain. The recipient is an inconsistent user, however, ceased device use due to the pain. Device testing was attempted but was discontinued due to the recipient. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b device testing was performed prior to the start of the procedure. Device testing is within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was lost and will not be returned to the company for analysis. A review of the device history record noted no anomalies. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.